Manufacturer narrative:
The qa lab received 2 breeze2 test discs that expired in 09/30/2009, so further evaluation was not possible. It's possible the customer was using the expired test strips when he experienced the adverse event.

Event description:
The customer tested his blood glucose using his breeze2 meter and received a reading of 393 mg/dl. He took insulin after testing and passed out some time later. It's not known if the customer required any type of treatment. The customer returned the test strips for evaluation and it was discovered the test strips were expired. Replacement test strips and a new meter were sent to the customer.